Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown intrathecal therapy via an implantable infusion pump. The indication for use was noted as spinal pain. A new pump was just removed on (B)(6) 2015, as it "got infected real bad". One night, a stitch popped open and turned red. The patient was on antibiotics for the infection. Information regarding the drug being delivered at the time of the event, diagnostics that were performed, the cause of the infection, and a resolution were not reported and were requested. If additional information becomes available, a follow-up report will be sent.